Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead is being used in the patient's new device as a pace/sense only lead. The shocking portion was surgically abandoned. To date, no adverse patient effects have been reported.